Event description:
Angiography showed 70% peri-stent distal stenosis of the previously treated left main coronary artery. This pt presented to cath with stable angina (ccs2), a confirmed unprotected left main and with 2-vessel disease. Pre-procedure medications included plavix and anti-anginals. Intra-procedure medications included plavix, asa and reopro. Pre-procedure ck cardiac enzymes were within normal limits. Pci was performed on a de novo lesion in the left main coronary artery of 8.0mm in a 3.0mm vessel diameter. The (b2) eccentric lesion was characterized with a smooth contour, little to no calcification and with thrombus absent. The lesion was pre-dilated with a 3.0x12mm balloon at 12 atm before deploying one 3.0x8mm cypher stent (lot#unk) at 16 atm with satisfying results. Residual diameter stenosis was not provided. Timi iii flows were recorded pre and post-procedure.